Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device exhibited no image. The root cause was not identified. A probable cause of image did not display was due to the ccd (charge coupled device) failure. The ccd and the cable are considered to have been damaged or the cable is broken as a result of a load being applied to the ccd and the cable due to handling during transportation, storage, use, or reprocessing. The image may not have output due to a malfunction of the ccd. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. Issue was found to be due to defective ccd (charged coupled device) causing the device exhibited no image. In addition, small cut on the cable was observed. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the no image issue was attributed to defective ccd. The defective unit was replaced and issue was resolved.

Event description:
It was reported that the device exhibited no image. No other further details were provided. It is unknown if the issue occurred during preparation for use or during a procedure. There was no patient involvement on this report.